Event description:
Arterial line snapped during removal when patient was being extubated. 8 cm of the line remained inside the patient artery. The patient needed to undergo a surgical procedure to have the line removed. The involved sample is available but the batch has not been registered. We have requested further information.

Manufacturer narrative:
During the investigation the reported catheter fracture was confirmed. On examination, an oval appearance of the fracture surfaces was identified along with »v » shaped sections on opposite sides of the fracture site. On further microscope examination, an area of striations was identified. From previous investigations, we can advice that this type of damage occurs when the catheter is inadvertently cut with a pair of scissors. The « v » points and striations are created by the mechanism of the scissors and indicate the start and finish point of the cut. The striations are created during contact with the blade of the scissors. On this occasion, the scissors involved are likely to have been slightly blunt. No manufacturing related issues were identified during the investigation. The leadercath code 115090 are conform to iso standard 10555-1. The minimum fracture force is 5n.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Arterial line snapped during removal when patient was being extubated. 8 cm of the line remained inside the patient artery. The patient needed to undergo a surgical procedure to have the line removed. The involved sample is available but the batch has not been registered. We have requested further information.